Event description:
Boston scientific received information that this patient was admitted to the emergency room due to supraventricular tachycardia (svt) . Onset occurred in the vt-1 (monitor only zone) that accelerated into vt zone (rhythm identification not available in vt zone). Anti-tachycardia pacing (atp) and shocks were delivered as a result of the rhythm. . The physician noted possible enzyme change consistent with a myocardial infarction (mi) and qrs morphology changes suggestive of possible mi or current of injury post-shock. It was noted that the patient was exercising when shock occurred. Boston scientific technical services (ts) was consulted and discussed programming atp in vt-1 (monitor only) zone. The device was reprogrammed to a vt-1 zone with atp.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.